Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a defective stopper with a string-like piece of foreign matter attached to it. The following information was provided by the initial reporter, translated from (B)(6) "I would like to report a production error with a 20 ml bd syringe with luer. It concerns lotnr 21112036... Hopefully this is a one-off faulty specimen, as it would be unthinkable to inject the particle into a patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-jul-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a black plastic-like particle was observed on the stopper of the syringe. A device history review was performed for the reported lot 2112036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier. Incoming inspections are performed according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a defective stopper with a string-like piece of foreign matter attached to it. The following information was provided by the initial reporter, translated from dutch: "I would like to report a production error with a 20 ml bd syringe with luer. It concerns lotnr 21112036... Hopefully this is a one-off faulty specimen, as it would be unthinkable to inject the particle into a patient."